Event description:
The patient presented to the emergency room in 2009, with stroke-like symptoms including left facial droop and left-sided weakness. The patient had these symptoms multiple times; the first time they occurred was after pump replacement one month prior. The pump was last refilled the following month. The pump programming had not been confirmed. The pump was used to deliver bupivacaine. The pump-managing hcp did not attribute the event to the pump. Revision was not planned.